Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/16/2017 that on (B)(6) 2017, the smart device did not alert for a low, but alerted for an urgent low. No additional patient or event information is available. Data was provided for evaluation. The reported smart device not alerting for a low, but alerted for an urgent low was confirmed via data. The patient's alert settings on (B)(6) 2017 for the fall rate alert was set at 3 mg/dl per minute. On (B)(6) 2017 the patient experienced an urgent low alert, but no fall rate alert due to patient's trend rate never surpassing the 3 mg/dl per minute threshold. No defect found. The root cause to be determined.